Event description:
A customer reported that a cartridge did not align or fit into the cartridge area on the pump, and it could not be installed. Upon inspection, there was no housing damage, and the original cartridge was eventually snapped into place. There was no adverse impact on the customer's blood glucose level. The customer declined further troubleshooting but agreed to follow up if the issue persisted.